Event description:
The pt's navilyst PICC line was noted to be leaking and upon further inspection, cracked at the site at which the cap was attached. PICC line broke when team attempted to flush it. Pt required replacement of PICC line. Increasing number of patients experiencing similar complications with this PICC line noted.